Manufacturer narrative:
Upon inspection of the returned device, the scratches on the ultrasound transducer were confirmed. Additionally, the following faults were found: a deep cut on the probe unit, ultrasound image failure, missing ke45 around the forceps cover, leaking from g terminal on the s connector, a-rubber glue crack, insulation failure of the probe, cracked bending cover adhesive on the bending cover, peeling cement around the lg lens and excessive play on both control knobs. As a result of DHR review, it was confirmed that the device met its standards at the time of shipment. As there was no problem at the time of shipment, it was surmised that the faults likely occurred after shipment; the device had no repair history. It has been over one year since the subject device was manufactured. This issue is addressed in the instructions for use (IFU): "warning do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." The root cause could not be identified. This investigation is ongoing, and additional information regarding this event has been requested. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis exera ii ultrasound gastrovideoscope had a scratch on the distal tip. Upon inspection and testing of the customer returned device, it was observed that the ultrasound transducer probe was cut. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.